Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 104 previously reported events are included in this follow-up record. Product return status 1 device was received. 103 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 104 malfunction events in which the device reportedly overheated. 88 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 5 events had insufficient information received.

Event description:
This report summarizes 104 malfunction events in which the device reportedly overheated. - 88 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact. - 5 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 104 events were reported for this quarter. Product return status 1 device was received. 101 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined. Additional information 104 devices were not labeled for single-use. 104 devices were not reprocessed or reused.